Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. G4 - PMA/510(k) # the 510k# chosen is the most likely code, but should additional information become available, this will be updated. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a plum 360 where the reporter stated that the pump has short-circuited electrical line. There was no reported patient involvement.